Event description:
It was reported the device was used during a laparoscopic splenectomy. It was reported the surgeon placed the device across the splenic artery and closed the "closing handle (1)" until he heard a click and the handle was fully closed. He then closed the "firing handle (2)" fully; the user facility noticed, at the proximal end of the stapler cartridge, the staples being formed. The "firing handle (2)" did not automatically return to it's original position. Dr.'s both tried to release the device by pressing the "release button"; they also tried to pull open the firing and closing handle even while simultaneously trying to hold down the "release button". The device would not open to allow for removal. After some cutting was done with a bovie and some gentle pulling, the device finally was removed. There was no consequence to the patient.